Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation wherein causing pain in his left lower extremity at night. The patient underwent a revision procedure where a surgical lead was added to manage the lower left extremity pain. The patient was doing well post-operatively.